Event description:
Pt initially had an eye problem, after undergoing a cataract cleaning. She was not feeling right in her left eye and so was referred for an MRI. On (B)(6) 2014 pt went to (B)(6) hosp: (B)(6) situated at (B)(6) for the MRI procedure. She was readied and asked to lay flat on the table and was then enveloped by the MRI machine. About 2-3 minutes into the procedure pt started smelling smoke. Her throat was stinging; her head was rattling and was having a burning sensation. At the end of the procedure she felt nauseated. She told the attendant about the smoke, but she said nothing and did nothing. She was instead asked to dress up and leave. She left the room with no one to accompany her to the exit. After many trials and errors she made it to the front desk where she again told the front desk attendant about the smoke in the MRI machine. Later on that week she called the hosp to inquire about the situation. No one picked the call so she left a message which was never returned. When she finally called the hosp administration, she got a call back. The caller started by telling her he had cancer. He listened to her concern about the smoke in the MRI machine. He said nothing and never bothered to ask how the pt was now feeling. Pt has not improved but still has occasional headache. Pt would like the FDA to investigate the nonchalant and negligent attitude at the said imaging ctr.